Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: elmira / packaged, sterilized and released by: monument; manufacturing date: 27-aug-2021; expiration date: 01-aug-2031; part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile; lot number: 351p419 (sterile). Lot: note: helical blade was manufactured by elmira; lot numbers: 323p586nand 325p847. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Supplied was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the nail fixation with the tfna for the femoral trochanteric fracture. Procedure was completed successfully without any surgical delay. After the surgery, the patient complained of pain and the x-rays showed that the blade was cut out. On (B)(6) 2023, the tfna will be removed, and a revision surgery will be performed. A cement stem will be inserted. Possible cause other than the product is bone union failure. The surgeon did not specifically said that he doubted the implants. This report is for one (1) tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for complaint (B)(4).